Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The foot separation/needle deflection likely contributed to the reported pop felt and device slightly retracting. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an a-fib cryo ablation procedure. Reportedly, when the plunger was depressed, a pop was felt and the device retracted slightly as a foot break occurred. The location of the detached foot is unknown as it was not located in a subsequent angiogram. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the a-fib cryo ablation procedure was completed. Hemostasis was achieved with the single pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.